Manufacturer narrative:
(B)(4).

Event description:
The report states, "our or team reported that these sponges shred in the surgical field". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
The report states, "our or team reported that these sponges shred in the surgical field". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Additional information received on 15 nov 2023 states that there was no patient harm or injury. The current status of the patient is unknown. The sample was not returned to the manufacturer (carwild corporation) for investigation. Carwild reports: "the investigation was based on the review of DHR, manufacturing procedures, historical complaint and training records, and no findings were found. No sample was provided therefore a proper investigation cannot be performed. A picture of the product packaging was sent after investigation that yielded no impact on investigation. No corrective action was conducted." Teleflex will continue to monitor and trend for reported of this nature. Other remarks: n/a. Corrected data: n/a.